Event description:
Healthcare professional reported right side "capsular contracture" baker grade IV, ¿mastalgia¿, "breast deformation" and "prominent radial folds" of a "texturized" product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Visual analysis of the photographs identified: yellow particles on the surface of the shell. Deformation device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
The device has been explanted.